Event description:
The customer reported that after pipetting an hbsag plate on summit, it was observed that no sample was added to well h7. No error was generated. No death or serious injury was associated with this incident.